Manufacturer narrative:
Corrected data: h1-upon further review, it has been determined that the event is not MDR reportable. There was no ae, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).

Event description:
A facility represented reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection/delivery into the eye. The surgeon decided to proceed with implanting the damaged lens. In a separate visit the lens was explanted. On the same day, a replacement lens of different model, same length and power was implanted. It was reported that there was no injury to the patient. Problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).